Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her son experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 212 mg/dl. Customer other relevant blood glucose level was 180 mg/dl, 200 mg/dl, 300 mg/dl. Customer¿s mother also stated that the insulin pump had no delivery alarm and alarm did not occur during manual prime. The insulin pump will not be returned for analysis.